Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and during a pulmonary vein isolation (pvi) case, the doctor inserted the pentaray catheter in the left atrium. They noticed that the fluid with 2 ml was not flushing correctly. They checked the catheter, and flushed it with the hand, and noticed that the water was not going through the holes of the pentaray catheter. It seemed like it was clogged. They used a new pentaray, flushed it, and the fluid was flushing as normal. During the procedure, they saw all signals in carto and in the recording system. There was no error message. The catheter was flushed with a pressure bag. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and during a pulmonary vein isolation (pvi) case, the doctor inserted the pentaray catheter in the left atrium. They noticed that the fluid with 2 ml was not flushing correctly. They checked the catheter, and flushed it with the hand, and noticed that the water was not going through the holes of the pentaray catheter. It seemed like it was clogged. They used a new pentaray, flushed it, and the fluid was flushing as normal. During the procedure, they saw all signals in carto and in the recording system. There was no error message. The catheter was flushed with a pressure bag. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device number lot 31591831l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).